Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed the implantable cardioverter defibrillator (ICD) was over-sensing crosstalk. No intervention was performed. The patient was stable throughout.